Event description:
It was reported that the customer had a notice to fill her tubing. Customer was actually referring to her pump. Customer checked the alarm history and found a low battery alarm and weak battery alarm. Customer cleared the alarm. Customer was not using the pump for insulin. Customer was receiving the alarm due to having the pump in storage for a prolonged period of time. Customer had a priming notification and could not get around it. Customer experienced an unexpected restart. Customer was advised to check the battery and make sure it does not go too low. No further assistance needed.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.